Manufacturer narrative:
H11: additional manufacturer narrative: stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including a double coronary artery bypass graft surgery (CABG), dyslipidemia and diabetes mellitus type ii.

Manufacturer narrative:
H11: additional manufacturer narrative: d6a. If implanted, give date. Implant date was only known as "(B)(6) 2015". Therefore, (B)(6) 2015 was used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported by the edwards lifesciences affiliate in italy this 84-year-old patient with a 29mm magna valve implanted in mitral position underwent reintervention for a valve-in-valve procedure after an approximate implant duration of nine (9) years and two (2) months due to moderate to severe stenosis and mild to moderate insufficiency. Reportedly, these failure modes were detected six months ago. Patient presented with congestive heart failure since the previous year. A 29mm transcatheter valve was implanted within the edwards surgical valve with no reported complications. Patient was noted as to be fine after the procedure.